Event description:
It was reported during preparation for a therapeutic laparoscopic surgery procedure the subject device had a blurred image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields: g3, d8, d9, g4, h3; h4; h6. Corrected field: d2a. The device was returned to the regional service center for inspection and the reported failure was not confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. In addition, new reportable malfunctions were identified during the device evaluation: dark image, image flashed, fiber optic bundle was found to be broken, the glass of distal end light bundle was damaged which was a component failure of the light guide bundle. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during preparation for a therapeutic laparoscopic surgery procedure the subject device had a blurred image. There were no reports of patient harm.